Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a left-sided atrial tachycardia procedure, the physician was applying radiofrequency with tactiflex. When the procedure was about to finish, cardiac tamponade occurred due to the ablation and the patient had to be treated. Patient is currently stable. Catheter was discarded.